Manufacturer narrative:
Concomitant medical devices: 6944-65, lead, implanted: (B)(6) 2009; 5076-52, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one day of implant, the right ventricular (rv) lead had no capture. Hospital telemetry showed increased runs of ventricular ectopy. An x-ray showed that the lead had dislodged. Reprogramming was performed to turn detections off. A lead revision was planned; however, the patient coded and was in ventricular fibrillation arrest and had pulseless electrical activity. The patient was placed on extracorporeal membrane oxygenation (ECMO). The lead was explanted. No further patient complications have been reported as a result of this event.